Event description:
It was observed that during the device evaluation, the camera head had air leakage at the switch section of main unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunction was confirmed: air leak in the switch section on main unit. Based on the results of the investigation, it is likely the following led to the malfunction: air tightness could not be maintained due to deterioration of the switch seal. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.